Event description:
Pt had bilateral silicone breast implants inserted approx 40 yrs ago. They were revised about 5 yrs after the initial implant. Pt presents to the o.r. On (B) (6) 2009 for explantation of ruptured left breast implant and right mastectomy secondary to cancer of right breast. Post op diagnosis: cancer of right breast; disintegrated left breast silicone implant; calcific and granulomatous capsular contracture left breast; granuloma left chest wall. Procedure: right modified radical mastectomy; explantation of disintegrated left silicone implant; left radical capsulectomy; resection of left granuloma of left chest wall.